Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported by the patient that their device did not alarm when the right atrial (ra) lead "had failed a couple of months ago". The patient also stated that they had an upcoming surgery to replace the lead. Follow-up investigation revealed that the ra lead was replaced, however no further details could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead fractured.